Manufacturer narrative:
It was found that the hemolyzing reagent onboard the analyzer had expired on 30-jan-2021. The reagent was replaced and calibration and qc were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable hemoglobin a1c results from the cobas 4000 c311 analyzer. Refer to the attachment to the medwatch for all patient data. It was requested but was unknown if any questionable result was reported outside of the laboratory. The reagent lot number was 54387401. The expiration date was 31-oct-2022.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.